Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple nocturnal hypoglycemia events, with a lowest blood glucose of 40 mg/dl, after perceiving the system was delivering too much insulin and increasing cartridge use; the device alerted to low glucose, the events were corrected with juice and glucose tablets, and the user did not require assistance or medical intervention. Symptoms included presyncope. Outcomes included transient hypoglycemia without clinical sequelae or healthcare utilization. Investigation included complaint intake review, user education and troubleshooting, and provision of replacement infusion sets and cartridges. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear, with potential contributory factors including individual physiology and therapy dynamics. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.